Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is a correction report to include the extended investigation information.

Event description:
A customer reported receiving a high reading while wearing an adc freestyle libre sensor when compared to an hcp meter. The customer further reported that at 4 am on an unspecified date, the sensor displayed 'hi' (reading greater than 500 mg/dl) although the customer was not experiencing any symptoms. The customer had contact with a healthcare professional, who performed a comparison, receiving a reading of 82 mg/dl on the hospital¿s meter. The customer was diagnosed with hypoglycemia and indicated that unspecified hcp treatment was received, but no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported receiving a high reading while wearing an adc freestyle libre sensor when compared to an hcp meter. The customer further reported that at 4 am on an unspecified date, the sensor displayed 'hi' (reading greater than 500 mg/dl) although the customer was not experiencing any symptoms. The customer had contact with a healthcare professional, who performed a comparison, receiving a reading of 82 mg/dl on the hospital¿s meter. The customer was diagnosed with hypoglycemia and indicated that unspecified hcp treatment was received, but no further details were reported. There was no report of death or permanent injury associated with this event.